Manufacturer narrative:
Manufacturer's investigation conclusion: no specific pump-related issues or adverse events were reported. The account communicated that the pump failure to start was due to a kink in the patient cable which was investigated under manufacturer report number #2916596-2020-04500. It was reported that the pump would not start. A kink in the patient cable was removed and the pump started without issue. The patient cable was exchanged. Multiple attempts to gather additional information was attempt; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 28aug2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and heartmate 3 lvas patient handbook are currently available. No specific device-related issues or adverse events were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The pump would not start because there was a kink in the power module patient cable. After the kink was removed, the pump started without issues. The pump being connected to an ungrounded power module patient cable suggested there was a possible device issue such as driveline damage. Related manufacturer report number #2916596-2020-04500. Related manufacturer report number #2916596-2020-04753.